Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error. The alarm could not be bypassed and the patient was advised to discontinue their treatment and contact their peritoneal dialysis nurse (pdrn). The patient called back to technical support and reported that the patient drained 6234ml their stat drain. This drain volume is 230% the patient's prescribed fill volume of 2700ml. Upon follow up with the patient, it was confirmed that the they experienced shortness of breath following the event, but did not experience any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was performed, and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. A ¿go/no go gauge¿ check was performed and passed. An internal visual inspection of the cycler encountered insect infestation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.